Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported the pt cannot establish telemetry between her ipg and the charging system. A new charging system was attempted but was unable to rectify the issue. The pt was referred to her physician by the MFR's technical services for further troubleshooting assistance and examination. No add'l info is available at this time.